Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022 , 7 samples were collected. The samples were pooled and tested on (B)(6) 2022 with xpert xpress sars-cov-2. The specimen was not processed per pi as it was a pooled sample. The results from xpert xpress sars-cov-2 test was sars-cov-2 positive. This result was not reported to the physician. The site then immediately recollected fresh samples from the patients in the pool. The reference/comparison method used was abbot ID now. Samples were tested on (B)(6) 2022 which resulted as sars-cov-2 negative. Samples were also repeated with xpert xpress sars-cov-2 test performed on (B)(6) 2022 all 7 resulted as sars-cov-2 negative. The specimens were processed according to the pi. The result was reported to the physician. No known patient harm. Patients were pediatric. Customer did not confirm if patients were symptomatic or asymptomatic at the time of testing. Testing performed on pooled samples is off label. Review of the pooled test result shows n2 detection only with late CT. No amplification curves provided but epf for target and spc appear normal based on CT and respective epf. No evidence of product malfunction. Note, idnow has higher limit of detection than the xpert xpress sars-cov-2 test. Likely root cause is sample at or below the limit of detection. Despite multiple attempts to contact the customer, no response was received. Lost to follow-up. Unable to confirm any reports of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress sars-cov-2 eua IFU; "positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, 7 samples were collected. The samples were pooled and tested on (B)(6) 2022 with xpert xpress sars-cov-2. The specimen was not processed per pi as it was a pooled sample. The results from xpert xpress sars-cov-2 test was sars-cov-2 positive. This result was not reported to the physician. The site then immediately recollected fresh samples from the patients in the pool. The reference/comparison method used was abbot ID now. Samples were tested on (B)(6) 2022 which resulted as sars-cov-2 negative. Samples were also repeated with xpert xpress sars-cov-2 test performed on (B)(6) 2022 all 7 resulted as sars-cov-2 negative. The specimens were processed according to the pi. The result was reported to the physician. No known patient harm. Patients were pediatric. Customer did not confirm if patients were symptomatic or asymptomatic at the time of testing.